Event description:
A cracked and shattered touchscreen on a pump was reported, resulting from the customer bumping into a wall, railing, or counter. There was no adverse impact on the customer's blood glucose level. The customer was able to interact with the pump despite the damage, and tandem technical support sent a replacement pump with updated software. The customer was advised to use mdi as a backup therapy and given instructions on returning the damaged pump to avoid being billed. Additionally, the customer understood the need to program settings and connect the cgm to the new pump.